Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have various scratches on the main tube. Scratches and abrasions on the main tube were deemed cosmetic damage. The scratches measured approximately 1.20mm - 6.75mm in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. Fa found additional observations that were not reported and are not related to the customer complaint: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing procedure, the 8mm fenestrated bipolar forceps instrument shaft is all scuffed up. The procedure was completed with no reported injury.